Event description:
During percutaneous transluminal coronary angioplasty and stent placement, the stent was dislodged and came off the catheter while deploying. It is unretrievable and believed to be in the left main. Pt remains pain free. Successful angioplasty was performed the next day. There was no evidence of emboliztion.